Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated alarms for low expiratory minute volume. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation for the complaint is finalized. New information received from the user stated that the event description was "system volume to small during pre-use check". The event description has been updated accordingly. Our field service engineer investigated the ventilator on site, no fault was found and no parts were exchanged. According to received device logs, the reported ¿the system volume to low/small error¿ during pre-use check found to be because of leakage during patient circuit test. The internal leakage test that is performed prior to patient circuit test in pre-use check, passed without deviations which shows that the ventilator had no leakage or malfunction at the time of the event. The failed patient circuit test shows that there is a leakage with the patient tubes. Most probably one or more of the tubes were not tight but this has not been determined. Our conclusion is that the ventilator functioned within specifications. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
It was reported that the ventilator failed during pre-use check displaying the message "system volume to small". There was no patient involvement. Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).